Event description:
The customer reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was 150 mg/dl. The customer stated that there is a piece missing on reservoir compartment. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.